Event description:
Procedure: unk. Reportedly, sparks were seen during the surgery after the device was used. Blood loss and oozing was noticed after sealing a portion of uterus. There was no report of further complication.